Manufacturer narrative:
Concomitant products: product ID 97745 lot# serial# (B)(6) product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller was not taking a charge and the issue began probably last week like monday. Patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed green light was not flashing on the controller. The issue was not resolved. An email was sent to the repair department to replace the controller battery door. No symptoms were reported. Additional information was received from the patient on 2024-apr-10. The patient called back and stated they had been out of town but just got home and tried to use the replacement battery pack. Patient stated that they let the controller charge for a bit, and then went to charge the implant but the controller shut right off. Patient had the controller connected to the ac power supply on the call. Patient confirmed the controller screen came on. Patient did not see the green light flashing above the screen. Patient unplugged the ac power supply from the controller and the screen shut off. Controller is still not recognizing the battery pack is inside and shuts off once disconnected from ac power. Patient noted the controller had a rattling sound from inside it which agent could hear through the phone. An email was sent to repair to replace the controller. It was clarified that the controller would not power up on its own with the battery pack inside, but would power on with the battery pack inside and connected to the ac power supply. When connected to the ac power supply the charging indicator light would not come on the controller to indicate that the battery pack was recognized/recharging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp. Serial# (B)(6). Product type: accessory. Product ID 97745. Serial# (B)(6). Product type programmer patient. H3. Analysis of the controller found a nonconformance. The front case was cracked causing case separation, charge issues, power loss, and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.